Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy tortuosity and heavy calcification. The 1.2 x 15 mm mini trek balloon catheter was advanced, but could not cross to the lesion due to the heavy tortuosity. Several attempts were made, but the device was unable to be advanced. The balloon became crumpled; therefore, a new 1.2 x 12 mm mini trek balloon catheter was used to continue the procedure. It was noted that the device was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis confirmed a hole in the outer member.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough intermediate. Guide cath: cordis. Evaluation summary: the device was returned for evaluation and the reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. The bunching of the balloon was confirmed. The shaft was also noted to be bunched and a tear/hole was found at this location. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).